Event description:
A nurse called into baxter on behalf of a home patient (hp) to report a leaking pt line. The hp also rec'd 2 reload set 163 alarms. The hp and the hp's spouse were contacted, and they stated that the hp woke up at approximately 4 am and had 163 alarm and a leaking cassette during fill 4 of 4. The hp turned off machine and did a manual drain at approximately 7:30 am. The hp did not notify baxter technical services. The hp has no pets. The hp did not reuse the cassette or use any sharp objects to open the cassette packaging. The pd nurse was contacted again and stated the hp cut off the end of the pt line in order to drain, but the leak is actually up on the pt line near the cassette and has not been cut off. There was no pt injury or medical intervention associated with this event.

Manufacturer narrative:
Evaluation results: this complaint was not confirmed for a pt line tubing leak. No further action has been taken relative to this matter. Renal product surveillance and quality engineering, along with plant qualityand manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.